Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn: (B)(4) has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation, the electrode belt failed incoming functionality testing. The cause for the failure was isolated to a damaged trunk cable. The trunk cable was cut in half, severing all wires within the cable. The root cause for the cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor returned electrode belt sn: (B)(4) to report that the electrode belt failed incoming functionality testing.